Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that caller at the bedside as pt is currently admitted at the hospital. Pt reported having no bladder control and return of "severe" incontinence during the night and day that has been present for the past week. Pt reported having a major fall one week ago. After the fall, pt noticed return of symptoms. Pt stated they normally felt stim, but when agent asked if pt currently felt it, they were uncertain because they stated they have whole body pain. Pt was uncertain of time frame when they may have stopped feeling stim. Pt declined pain at the pocket. Caller visually inspected the pocket and said the skin looked normal. Pt stated they did not have their external components with them, but their daughter could go get them. Agent advised pt have the daughter retrieve devices and ensure they were charged before calling back to do further troubleshooting with impedance check.

Event description:
Additional information was received from the patient. They reported that the fall's effect on their implant was not determined and clarified that the hospitalization was not related to their device/therapy. The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.